Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse was able to confirm the issue from the error log but was unable to reproduce the error. The fse cleaned the sample nozzle and verified the tip alignment. The customer then processed controls and noted the results passed within specifications. The fse noted that the nozl ad value was 912 (range 800-830). The fse then replaced the lqc (liquid quantity control) (eki) board, and the nozl ad value was at 813. Next, the fse performed hand touch, clog sense, and liquid sense adjustment, followed by a clog detection and liquid level detection test. The results passed within specifications. The customer processed controls and results passed within specification. The customer then processed samples and noted the aia-900 functioned as specified. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 05may2018 to aware date 05jun2019. One other similar complaint was identified during the search period. The aia-900 operator's manual, section 12 flags and error messages, states the following: [2062] tip removal error. Cause: a tip was detected during the tip removal check. A retry will take place, and if there. Is no improvement a mf flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. The cause of the issue is under further investigation.

Event description:
A customer reported receiving error message 2062 tip removal error while operating on the aia-900 analyzer. The customer cleaned the tip picker and waste chute with alcohol and replaced the tips on the analyzer and noted no tips were out of place. The customer then powered off and rebooted the analyzer, followed by an all-set-home; however, the error persisted. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of beta-human chorionic gonadotropin (bhcg) and troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Device evaluation: the eki board was returned to tosoh instrument service center for investigation. A visual inspection revealed a damaged coil; the solder splatter was on the electrical coil. The probable cause of the issue is due to a faulty eki board.